Event description:
It was reported, the video system center experienced no image. The issue occured, during an unspecified procedure. The procedure was completed using a similar device. There was no delay to the patient. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be because there was a fault in the wiring between cv-1500 (complete video) and oip-1. Olympus will continue to monitor field performance for this device.